Event description:
This report was rec'd from an ophthalmologist of a pt who underwent a cataract extraction and implantation of the model 912 ceeon lens. After implantation of the iol, it was noted that the haptic was broken. Numerous attempts to contact the ophthalmologist for details of this incident have been unsuccessful.